Manufacturer narrative:
Exact date unknown, event occurred after a recent procedure in (B)(6) 2020.

Event description:
It was reported that the after a recent revision procedure, the patient had difficulty charging the ipg and was unhappy with the ipg placement. The physician relocated the ipg. The patient was doing well postoperatively.